Event description:
The customer reported that the system went down and the mainframe collimated all the way down and would not perform fluoroscopy. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power cable assembly was ordered. It is anticipated that replacement of this part will restore the system to its intended use.